Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a MRI procedure, a false elective replacement indicator (eri) alert was observed. The false eri alert was due to the MRI. The issue was resolved by deleting the false eri alert. The patient was in stable condition.